Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that in december 2009, her implantable neurostimulator (ins) was no longer working and something was wrong with the machine. She noted that they had to do the leads and everything again. The patient reported having had a lot of machines since 2008 and having her leads changed four times. She kept getting her devices replaced because it was better than peeing on herself every time she moved or wearing protective garments. No potential event cause, symptoms, or troubleshooting was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient reported the previously mentioned issues. The patient mentioned additionally, that after the surgeries, they had a few days of pain. They stated they endured the pain because it was worth it.